Manufacturer narrative:
Follow up #1 submitted: 04/10/2014.device evaluation: on examination, the keypad was found to be torn over the up arrow and ok buttons. On testing, the down arrow button has intermittent response. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed the ok button contact was inverted. There was contamination under the contacts of all the buttons. Unrelated to the original keypad complaint, the display was noted to be dim and discolored.

Event description:
The reporter contacted animas on 12/13/2013 alleging holes in the button covers of the up and down buttons with intermittent response of those buttons. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.